Manufacturer narrative:
The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The exact cause and timing of the cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 21 mmol/l (378 mg/dl) while wearing the pod for between 5 and 24 hours. The patient noticed blood at the insertion site and activated a new pod.